Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on the morning of (B) (6) 2010. The cca noted that the patient manages her diabetes with insulin (self adjuster); however, it is not known what action, if any, she took regarding her diabetes management as a result of the alleged issue. Approximately 5-6 hours after the alleged power issue started, the patient claimed she felt shaky. The patient reported having food and/or drink in response to symptom. At the time of troubleshooting, the cca noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.